Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, during the use of a 4mm x 15cm 150cm saber percutaneous transluminal angioplasty (pta) balloon catheter, the balloon was unable to be deflated. Upon removal of the device, there was a crack observed on the inflation hub. There was no reported injury to the patient. The device was stored and prepped per the instructions for use (IFU) and was able to be removed in one piece from the patient. Additional information was requested but was unknown. The device was not returned for analysis. A product history record (phr) review of lot 82234661 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty ¿ unable to¿ and ¿luer hub cracked¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events cannot be determined. Limited information was provided regarding procedural factors and vessel characteristics which may have been contributing factors. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use, ¿flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82234661 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the use of a 4mm x 15cm 150cm saber percutaneous transluminal angioplasty (pta) balloon catheter, the balloon was unable to be deflated. Upon removal of the device, there was a crack observed on the inflation hub. There was no reported injury to the patient. The device was stored and prepped per the instructions for use (IFU) and was able to be removed in one piece from the patient. Additional information was requested but was unknown. The device will not be returned for evaluation.